Event description:
The pt offered no complaints of pre-treatment. Two hrs into the treatment, pt complained of numbness and tingling in his hands. While assessing the situation, a kink was noted in the arterial line. The pt's blood was translucent in color. The treatment was discontinued and the blood was not returned to the pt. Bp 120/60 p 80+reg. The physician was notified. The pt began to complain of abdominal pain. He was transported to the hosp for evaluation.